Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). (B)(4). Date of original implant is unknown. Device is not expected to be returned for further investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be performed as no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a revision surgery on (B)(6) 2016 to remove old steffee plates and screws (non-synthes) for a failed fusion, the pre-assembled matrix polyaxial screw head became detached from the bone screw. During insertion of the matrix polyaxial screw at s1, the collet that holds the polyaxial screw head to the shaft came apart. The screw had been inserted into the bone. The surgeon had a device readily available to reverse and remove the screw shaft from the bone. The polyaxial screw head remained attached to the driver. There was no reported breakage of the screw. The steffee hardware was easily removed. There was no reported issue with the steffee hardware ¿ no breakage or loosening of the hardware. The hardware was removed as a result of a non-union (failed fusion). The surgeon performed a lumbar fusion and extended the patient using matrix construct from l1-s1. Standard x-rays were taken on (B)(6) 2016, unrelated to the screw head detaching from the screw shaft. The procedure was completed successfully without further medical intervention or surgical delay. This complaint involves one device. This report is 1 of 1 for com-(B)(4).